Manufacturer narrative:
(B)(6) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were received for investigation. A device history review was performed for reported lots 2408094, 2408035, and 2401064, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for the reported lots and all results were found to be within specification. Retained samples of lots 2408094, 2408035, and 2401064 were used for additional evaluation. All product was inspected; no evidence of silicone or other liquid was observed within the syringes and silicone content testing confirmed the product met required specifications. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe, this does not indicate that the silicone is in excess. Based on the quality team's investigation, a root cause cannot be identified at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Three batch numbers: batch: 2408094. Batch creation date: 2024-08-26. Batch expiration date: 2029-07-31. Full UDI: (B)(4). Batch: 2408035. Batch creation date: 2024-08-05. Batch expiration date: 2029-07-31. Full UDI: (B)(4). Batch: 2401064. Batch creation date: 2024-01-15. Batch expiration date: 2028-12-31. Full UDI: (B)(4).

Event description:
Description/event details: moisture beads on the inside of the syringe when you pull out the plunger. This is regarding product 300865 with the three lot nr: 2408094, 2408035 & 2401064.